Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The implant has substantial damage (i.e. Gouges and dents) on the inferior side of the implant. The dovetail feature is compressed on the left side and also has gouges and dents. Damage inhibited an accurate dimensional analysis from being completed. However measurements that were taken of the overall width and depth were within design tolerance. Device history record was reviewed and no discrepancies were found. The most probable root cause for failure of the art surface to lock into the tibial plate is technique/misuse of the device leading to a short delay in surgery. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of birth-ni. Weight-ni. Date implanted ¿ na. Date explanted ¿ na. Device received but not yet evaluated.

Event description:
It was reported that during a knee arthroplasty that the articular surface would not insert in the tibia baseplate.